Event description:
This is in response to counterfeit polypropylene surgical mesh: initial communication posted 03/12/2010. I had hernia surgery 2 different times at same hospital by the same surgeon. Right side on (B) (6) 2008 with excellent results; no awareness at this time that it was even done. Left side on (B) (6) 2009 and still to this date have discomfort in abdominal area and pronounced discomfort in perineum including inability to sit for periods over one to two hours without standing. Was told by surgeon's office that hospital provides the surgical mesh. Hospital was (B) (6) in (B) (6). Attempting to find out from them if they at that time used bard products. Have scheduled appointment with surgeon for next week. Diagnosis or reason for use: hernia.